Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device ran for 1051 pulses. No damages or defects were observed that would result in a needle mechanism failure. The downloaded data returned an 0x1c alarm, indicating the pump had reached expiration time after 80 hours of operation. The downloaded data confirms that the device ran for 80 hours.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient stated that when she pressed the start button to deploy the cannula it did not deploy as she did not feel the cannula insertion. The pod was only worn for a few minutes on the site.